Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient has had a lot of problems with the therapy since it has been implanted. The patient just found out about a week and a half prior to the report that she has an infection on the incision. The patient is on an antibiotic for the infection. Additionally, the patient was taking intravenous antibiotics. There were no further complications reported or anticipated.